Manufacturer narrative:
Additional data: h6- device history record (DHR) review; the DHR review indicates that the product has been manufactured within the established process parameters and that there is no indication that the manufacturing and/or processing of the device contributed to the complaint issue. Corrective and/or preventive actions are being addressed through CAPA-24-001 and this issue will continue to be tracked and trended as part of the normal device safety committee meetings and CAPA monitoring. D4 - primary unique device indentifier (UDI)#: (B)(4)"UDI related data quality updates only." Claim# (B)(4)

Manufacturer narrative:
Correction data d4 - primary unique device identifier (UDI) # reported as; (B)(4). Claim# (B)(4).

Event description:
A facility representative reported that after implantable collamer lens (icl) implantation into the patient's eye, toxic anterior segment syndrome (tass) was noted. The condition was aggravated on the following day. However, no diagnostic cultures have been done, and medical intervention has been done. The lens remains implanted within the patient's eye. Problem has been resolved.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. B3 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4). Manufacturer narrative comments: toxic anterior segment syndrome (tass) is an acute sterile postoperative inflammation that can occur after uncomplicated or complicated intraocular surgery. While improper sterilization and contamination of surgical instruments remains the most common risk factor associated with tass, ocular viscoelastic, and improper preparation of antibiotics for intracameral injection may also lead to tass. An exact cause could not be determined as the event could be multifactorial in nature including patient and/or procedure related factors.